Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed and reproduced the reported symptom system error 105, which was caused by severed motor mount screws. The failed motor assembly and screws were replaced.